Manufacturer narrative:
Health professional, occupation: unknown. Device not received manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the "electrodes burned a patient and two small blisters that progressed to a third degree burn." The device has not been returned for evaluation. There is no additional information available at this time.